Event description:
Customer reported an intermittent collimator too large error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable and fluoro functions board. System operates as intended. This MDR is related to ge healthcare complaint number.